Event description:
It was reported during an implant procedure that the screw (helix) would no longer deploy after eight attempts. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). The lead was evaluated. The helix was fully retracted and the distal conductor was distorted and fractured within the connector. The distal conductor was over-retracted and fractured in the connector. The outer insulation was breached/cut.